Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for a non-critical issue. Upon inspection, stryker observed that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. As a result, defibrillation therapy would not be available to the patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center further evaluated the device and verified the reported issue. The root cause of the reported issue was due to depleted hlc becoming permanently damaged which is caused by maintenance as there was no (properly homed) charge-pak installed for >5 months as indicated by the device logs. The operating instructions instruct the user that "device readiness" should be verified regularly. The device was archived by stryker maastricht.

Event description:
A customer had sent in their device for a non-critical issue. Upon inspection, stryker observed that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. As a result, defibrillation therapy would not be available to the patient, if it was needed. There was no patient use associated with the reported event.